Event description:
The customer reported that the left monitor was "noisy" and the image was not visible during fluoroscopy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adapter/image processor was replaced. The system was then found to be operating as intended.